Event description:
It was reported that the device was unable to be interrogated. Abbott technical support was contacted and the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Reported event of unable to interrogate was confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis performed found the device experienced bluetooth low energy (ble) lockout while still in the shipped settings. This contributed to the reported event of unable to interrogate. The root cause of the lockout was unable to be determined with the available information. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.